Event description:
It was reported that: the patient was slid down the bed and the patient breathing circuit was got loose from the nebulizer. Hospital staff did not become aware of the alarms of the ventilator, and the patient condition got serious and she was unconscious.

Manufacturer narrative:
The event was caused by the disconnection of breathing system because the patient slipped down from the bed. The device behaved as specified for this situation and generated optical and acoustical alarms. No device malfunction.